Manufacturer narrative:
UDI = (B)(4); it was later confirmed that the device was explanted and the electrode was capped and remained in the patient's body. A new device was scheduled to be implanted at a later date, with the patient using a life vest. Ten days later, a new device was implanted and the chronic electrode was removed and replaced. The explanted device was returned and is undergoing laboratory analysis. The explanted electrode was expected to be returned for analysis as well. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The patient presented to the hospital the following day, where the device was not able to be interrogated. A telemetry reset was performed and then the device was interrogated. A red warning screen appeared on the programmer, with a template lost (tl) error code. A technical service consultant reviewed the available device data and saw in the episode a wandering baseline, with parts of the electrogram (egm) showing a loss of signals. The shock impedance measurement was low, at 18 ohms. The patient remained hospitalized and a device replacement procedure was performed the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); it was later confirmed that the device was explanted and the electrode was capped and remained in the patient's body. A new device was scheduled to be implanted at a later date, with the patient using a life vest. Ten days later, a new device was implanted and the chronic electrode was removed and replaced. The explanted device was returned and is undergoing laboratory analysis. The explanted electrode was expected to be returned for analysis as well. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the electrode was thoroughly evaluated. The ID tags were noted to be cracked, likely due to movement. Surface abrasion was observed on the outer insulation approximately 22 mm from the terminal pin. Discoloration was noted on the conductors in this area. Melted metal was noted from the proximal end of the shocking coil at 348 mm to 256 mm from the terminal pin. Electrical testing and x-ray analysis was performed and the electrode was confirmed to be continuous. It appears that while implanted, the shocking coil of this electrode came in to close proximity of the device can. The device delivered a shock, causing multiple small arc marks on the proximal end of the shocking coil. It was suspected the electrode had migrated into the device pocket area.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The patient presented to the hospital the following day, where the device was not able to be interrogated. A telemetry reset was performed and then the device was interrogated. A red warning screen appeared on the programmer, with a template lost (tl) error code. A technical service consultant reviewed the available device data and saw in the episode a wandering baseline, with parts of the electrogram (egm) showing a loss of signals. The shock impedance measurement was low, at 18 ohms. The patient remained hospitalized and a device replacement procedure was performed the next day. No additional adverse patient effects were reported.